Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. A contralateral leg component reportedly met resistance while being advanced into position. It was also reported the device pre-deployed (deployed before initiation of the deployment system). However, the device was still able to be implanted in the desired location. Angiography reportedly showed the leading portion of the catheter had broken off. Reportedly, the cause of the leading olive/polyimide wire separation is unknown. The patient reportedly underwent multiple attempts to snare the leading portion of the catheter. It was reported the physician was successful in snaring the leading portion of the catheter. The procedure was concluded with no further issues. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.